Event description:
Once the catheter was inserted, a bad signal was noted on the esi system. Changed out a cable and it did not resolve the problem; a new catheter was replaced and still the signals came across as bad. Rechecked all connections, replaced the catheter a second time, rechecked and signals were good after second catheter from same lot# replaced the first one. The rep was in the room so devices were given to the rep so they could be replaced.